Event description:
It was reported that the patient in clinic. Interrogation revealed that the implantable cardioverter defibrillator was exhibiting post-paced t wave oversensing. No interventions were performed. There were no patient consequences.

Event description:
Additional information received indicated that the patient presented in clinic and a device interrogation revealed that their ICD reexhibited post-paced t-wave oversensing. No intervention was performed. The patient was stable throughout.